Event description:
It was reported that during an anterior cruciate ligament surgery the needle broke during insertion. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update swit (B)(6) 2023: the needle broke off inside the patient. All broken pieces were retrieved from patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint is not confirmed. Visual evaluation revealed no broken parts on the multifire¿ scorpion¿ needle. No problem found.